Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately (B)(6) years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿atrial high-rate episodes and risk of major adverse cardiovascular events in patients with cardiac implantable electronic devices.¿ clinical research in cardiology. 2020; 109(1):96-102. Doi: 10.1007/s00392-019-01493-z. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cardiovascular implantable electronic device (cied). There were reports of patients who experienced acute heart failure, myocardial infarction, cardiovascular hospitalization, and ventricular tachycardia (vt)/ ventricular fibrillation (vf). Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.